Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to anoxic brain injury. Additional information stated that the patient was admitted on (B)(6) 2023. On (B)(6) 2023, the patient got into cardiovascular operating room (cvor) and brain injury occurred on (B)(6) 2023. The patient experienced tamponade / hemothorax and bleeding near pump head site post-op which lead to cardiac arrest. Computed tomography (CT) scan was done. The death was not considered to be device related. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2023. The patient experienced tamponade/hemothorax with bleeding near the pump head site post-operation that led to cardiac arrest. It was found that the patient had an anoxic brain injury on (B)(6) 2023 via computed tomography scan. The patient expired on (B)(6) 2023 due to anoxic brain injury. Heartmate 3 lvas, serial number (B)(6), will reportedly not be returned for evaluation. The patient's outcome was not considered to be device-delated, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, other neurological events (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.